Manufacturer narrative:
The manufacturer has received an x-ray sample and will evaluate. Results are expected soon. A lot history review (lhr) of reex1268 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported " this PICC was placed on 12/19 by rn. On 12/30, unit rn was having trouble with lumens of PICC. Rn, evaluated PICC and asked for an arm x-ray. She attempted to draw blood and flush all lumens and was unable to, even when arm was extended and moved to multiple different positions. Arm x-ray shows a kinked line." Device is still in patient. It was stated, "hoping to wean off milrinone & one lumen is still working."

Event description:
It was reported " this PICC was placed on (B)(6) 2021 by rn. On (B)(6) 2021, unit rn was having trouble with lumens of PICC. Rn, evaluated PICC and asked for an arm x-ray. She attempted to draw blood and flush all lumens and was unable to, even when arm was extended and moved to multiple different positions. Arm x-ray shows a kinked line." Device is still in patient. It was stated, "hoping to wean off milrinone & one lumen is still working."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), labeling, applicable manufacturing records, sample analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a kinked catheter was confirmed and appears related to the device use. A single x-ray was returned for evaluation of the complaint. The image was forwarded to a radiologist consultant for further review. As per the consultant, ¿this is a frontal chest radiograph coned to the right side of the chest dated (B)(6) 2020. There is an apparent narrowing at the skin or the soft tissues of the arm. It is difficult to see the distal catheter tubing.¿ also, according to the consultant, a kink is suggested by the radiograph. Therefore, this complaint will be confirmed as catheter narrowing and a potential kink was seen. The IFU states, ¿avoid placement or securement of the catheter where kinking may occur, to minimize stress on the catheter, patency problems or patient discomfort.¿ and ¿avoid sharp or acute angles during implantation which could compromise the patency of the catheter lumen.¿ h3 other text : evaluation findings are in section h.11.